Manufacturer narrative:
A follow-up report will be submitted, once a full evaluation has been conducted by sigma engineering.

Event description:
Customer reported pump free flowed during flow rate test. No patient involvement.